Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined.

Event description:
It was reported that catheter disconnecting from adapter with a bd tray epid cont we17g3.5 swc x3796. This occurred on 10 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 406151, batch no: unknown. It was reported that epidural catheters are disconnecting from stingray while in use. Per customer: the problem is that even when it¿s seated correctly, with enough traction it pops out. Unfortunately there¿s a lot of movement with laboring women even with an epidural. We are turning them side to side. In an emergency, it is a quick flip. During pushing, the positioning of the patient puts more traction on it as well. Anesthesiologists are taping the stingray closed and attaching to patient to prevent disconnection.